Event description:
It was reported that the patient hadn¿t charged in about a year and at the time of the report she was having problems with charging and stated it did not want to stay charged and she was told to just keep charging it as much as she could. As a result the patient¿s pain had returned because she was no longer using her implantable neurostimulator (ins) because she couldn¿t charge. The patient no longer had or saw a managing physician and expressed that she would like to have the ins removed. The potential for a healthcare provider (hcp) assisting the patient with getting the ins charged again was discussed with the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator; product ID 3550-09, lot# la1410, implanted: (B)(6) 2002, product type: accessory; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient; product ID 3487a-33, lot# j0225402v, implanted: (B)(6) 2002, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient re-iterated that their battery is dead and they want it explanted. The patient was sent a physician listings. No further complications were reported/are anticipated.